Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the lead was returned with the kinked stylet still inserted in lead. Removed stylet from lead to test the helix, and the lead connector leg slightly bent was observed, but during testing the helix could be extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tested the right ventricular (rv) lead helix prior to implant, and it appeared to function appropriately. Upon placement in the heart, the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.